Event description:
Pt was revised because the revising surgeon felt that the original inserts placed were not thick enough.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product info required to review the device history records was not provided. The initial reporting indicated the products were not suspected of failing to meet specifications or contributing to the event. The investigation could not verify or draw any conclusions about the root cause of the reported event; however, provided info indicates the devices inserted at primary surgery did not achieve the desired results. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.